Event description:
A report was received that the patient was experiencing a little pain at the ipg site with recharging. The patient was also experiencing frequency in charging the ipg and the physician suspected that the ipg prematurely discharged. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing a little pain at the ipg site with recharging. The patient was also experiencing frequency in charging the ipg and the physician suspected that the ipg prematurely discharges. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that another reason for revision was inadequate stimulation coverage. The patient underwent an ipg and lead replacement due to suspected device malfunction. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.